Event description:
The nurse of the hospital reported to our sales rep that she was checking the instruments prior to a surgery. During this she observed that the green material of the device is spalling off.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.